Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ectopic pregnancy procedure, the device did not seal, they didn't realize it until after they had cut the tissue. They used a competitor bipolar handpiece to seal the vessel and achieve hemostasis. They could not recall what tones were heard. There was unintended blood loss between 250ccs and 500ccs. Blood transfusion was not necessary. There was no patient injury.